Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was noted in the device. The leak location was not identified but all the components were without fluid. The patient did not experience any adverse events and was said to be doing fine following the procedure.